Event description:
It was reported that the patient presented for a scheduled procedure. After the procedure, it was discovered that the right ventricular lead exhibited failure to capture. It was noted that the lead dislodged. During the lead revision the helix had tissue at the tip. The lead was explanted and replaced. The patient was in stable condition.